Manufacturer narrative:
Device was not returned for investigation related to infection complaint. Product was returned on linked complaint (B)(4); an investigation could be performed for that complaint related issue (see medwatch report 2520274-2016-14856). Based on the complaint description, no investigation or disposition is possible for this complaint. The article was delivered non-sterile to the clinic. The clinic is responsible for the correct preparation / sterilization of the article. Depuy synthes has no influence on the described infection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was initially treated with a locking compression plate (lcp) for an infected femur fracture. The patient needed a further treatment on (B)(6) 2016 due to right femoral periprosthetic pseudoarthrosis. The treatment comprised cancellous bone graft from the left posterior upper iliac crest, pseudarthrosis revision and resection. The implanted lcp-plate remained in situ at that time. The patient underwent another revision procedure on (B)(6) 2016 and the plate was explanted. This event is captured and reported under linked complaint com-(B)(4). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: describe event or problem. (B)(4). Corrected data: describe event or problem. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the patient needed further treatment on (B)(6) 2016 due to infection-related right femoral periprosthetic pseudarthrosis. The patient underwent another revision procedure on (B)(6) 2016 and the plate and associated hardware were explanted. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
No additional information has been received for these fields. Device history records review was completed for part# 426.652, lot# 2619476. Manufacturing location: (B)(4), manufacturing date: jul 16, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Initially reported as oct 21, 2016, but should have been oct 06, 2016 as per the received update. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.